Event description:
It was reported that the patient was initiating hypothermia on the arctic sun device. They were getting an alert 02 (low flow) and when they start the device it stopped. The patient temperature was 36.5c and the target temperature was 35.5c. The patient was adult. The system diagnostics water control showed the flow rate was 0, inlet pressure was -6.9, circulation pump was 0. Then the event log shows multiple alert 07 (empty pads not complete), and alert 02 (low flow). The nurse explained that the device needed to be sent for repair. The representative stated that they did have another arctic sun device they could use for therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was initiating hypothermia on the arctic sun device. They were getting an alert 02 (low flow) and when they start the device it stopped. The patient temperature was 36.5c and the target temperature was 35.5c. The patient was adult. The system diagnostics water control showed the flow rate was 0, inlet pressure was -6.9, circulation pump was 0. Then the event log shows multiple alert 07 (empty pads not complete), and alert 02 (low flow). The nurse explained that the device needed to be sent for repair. The representative stated that they did have another arctic sun device they could use for therapy.